Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital due to infection at the device site. The pacemaker, right atrial lead, right ventricular lead and right ventricular capped lead were explanted. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The device was returned due to infection. The device was received with normal telemetry and output. The sterilization records were reviewed, and no evidence of abnormal sterilization was found. Visual inspection of the header attachment area detected a bonding anomaly between the epoxy header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device longevity assessment found the device was operating above the elective replacement indicator (eri) voltage consistent with normal usage. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.